Manufacturer narrative:
The report received from the affiliate indicated that during an endovascular coiling procedure of a right transverse venous (external carotid) fistula, the physician was not able to advance/move forward the delivery tubes of the 5x15 orbit rdfl complex fill coil and the 7x21 orbit rdfl complex standard devices. Additionally, the coil of the returned 5x15 orbit was noted to be stretched. There was no reported patient injury. The carotid artery target lesion was reported to be non tortuous; the aorta was reported to be calcified. The procedure was elective and the approach for the procedure was femoral. The complaint product was inspected prior to use and appeared to be normal. The complaint product was prepped properly according to the instructions for use (IFU) with no problem noted. A new/shorter coil was opened after the reported product issue to successfully treat the patient and to complete the procedure successfully. There was no reported patient injury. (B)(4): the product was returned for inspection. A non-sterile trufill dcs orbit was received coiled inside of a plastic bag. Hypotube presented bends. Introducer was zipped and residues of blood were inside of it. Support coil and embolic coil which were still attached to the gripper, were inside of the introducer. The embolic coil was stretched. The od from the delivery tube was measured and was found within specification. Gripper was inspected under microscope and a wavy condition could be observed at the proximal side. Due to the stretched condition of the coil, functional test could not be performed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13471489 no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported inability to advance the orbit system could not be evaluated due to the conditions of the received product. It was confirmed that the coil was stretched. The cause and timing of the bends noted in the hypotube could not be conclusively determined; however, if it occurred during procedural use, it may have impacted the ability to advance the device with the coil stretching with manipulation. It was reported that the device appeared normal with prior to use inspection. Additionally the residues of blood noted inside of the introducer indicates an adequate continuous flush, as outlined in the instructions for use, was not maintained and may have contributed in the reported events. It is possible that procedural factors and kinking of the hypotube contributed to the inability to advance the device and the stretching of the coil. With review of the returned device and device history records there is no indication of any manufacturing related issues related to the event. Additionally, inspections are in place to ensure that the product meets specification prior to shipment. Therefore no corrective or preventive actions will be taken at this time.

Event description:
The report received from the affiliate indicated that during an endovascular coiling procedure of a right transverse venous (external carotid) fistula, the physician was not able to advance/move forward the delivery tubes of the orbit rdfl complex fill coil and the orbit rdfl complex standard devices. There was no reported patient injury. Addendum: the inspection of the returned products indicated that the orbit rdfl complex fill coil indicated the coil was stretched. The carotid artery target lesion was reported to be: not tortuous, and the aorta was reported to be calcified. The procedure was elective and the approach for the procedure was femoral. A new/shorter coil was opened after the reported product issue to successfully treat the patient and to complete the procedure successfully. There was no reported patient injury. The complaint product was inspected prior to use and appeared to be normal. The complaint product was prepped properly according to the instructions for use (IFU) with no problem noted.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.